Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Additionally, a spike in atrial impedance measurements was observed with measurements remaining within range. Boston scientific technical services (ts) discussed the noise may be the minute ventilation signal being picked up on the atrial channel. The device will continue to be monitored at this time. No adverse patient effects were reported.